Event description:
(B)(4) has been re-opened due to the receipt of medical records and sticker sheets. After review of medical records, patient was revised to address painful left hip with acetabular loosening. Revision notes reported that the cup was loose and had no bone ingrowth on it.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4).

Event description:
Legal claim received alleging that the patient suffers from pain, discomfort, soreness, malaise, swelling, and loss of energy. Alleged also is immobilization and both acute localized damage to tissue and/or bone surrounding the acetabulum and systemic injuries. Litigation also stated excessive levels of chromium and cobalt in patient's blood. Comment: it should be noted that the law firm uses the same (or similar) complaint for all patients, so it is possible these symptoms are not specific to this patient. Update: 04/13/2017 der received. Patient revised to address pain. Adding sleeve and stem. Complaint updated: 04/24/2017

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.